Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, pt complications occurred. The 70% stenosed, ostial lesion was located in a non-tortuous and severely calcified left main (lm). The physician direct stented with a 3.5x8mm taxus liberte' drug-eluting stent. After the stent was deployed and the physician was removing the stent delivery system, the pt had complaints of "chest distress". Angiogram could not confirm the "situation of the stent". Therefore, the physician opted to place a 2.5x13mm non-bsc drug-eluting stent within the taxus liberte' stent and the pt's symptom resolved. Ivus was performed showing that the taxus liberte' stent was implanted at the ostial lm and was covered by the non-bsc stent. It was unknown if there was an issue with the taxus liberte' stent and because the lesion was in the lm, the physician did not have time to investigate further. No further complications were reported. The pt's condition was stable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.